Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011 according to the complainant, during preparation when attempting to stretch the device with the obturator it was noted the internal bolster was torn. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011 according to the complainant, during preparation when attempting to stretch the device with the obturator it was noted the internal bolster was torn. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The obturator rod was not returned. The button and stoma measuring device were returned without packaging. A physical examination of the button revealed the button dome to be torn at the tip. The tear was approximately 3 millimeters long. Button appears to have been properly molded and assembled. Based upon the information received it is not consistent with the obturator rod tore the internal bolster but rather the obturator rod punctured the button dome. Therefore, the most probable root cause is handling damage. A review of the device history record was performed for lot 13760544 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13760544. Based upon the investigation results that showed the obturator rod punctured/protruded the button dome the event has been changed to non-reportable.